Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 572mg/dl. The cause of the elevated bg level was unknown. Reportedly, customer's parent treated bg level prior to the ER visit via a manual injection of insulin. No further treatment was provided at the ER. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.